Event description:
It was reported that prior to the device change out and upon interrogation, the pulse generator exhibited back-up vvi operation. The device was explanted and replaced as scheduled. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).